Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were in the hospital towards the end of (B)(6) 2025 for pyelonephritis and they dumped so much fluid in them while they were in the hospital that "everything went to hell in the handbasket as far as their incontinence went". The patient stated they were so incontinent constantly because of the fluids they were pumping in them and since they got out, their bowel incontinence was doing well but it seemed like their urinary symptoms(urge incontinence) were getting worse since then and that the therapy didn't seem to be working for their bladder at all and they weren't sure what program they were supposed to be on.  Patient stated the medtronic representative (rep) at implant had told them they'd put them on the program they thought would work the best for them but they can't recall what that program was. Patient services reviewed therapy expectations and programming considerations with the patient as well as device description/function and directed the patient to follow up with their healthcare provider to discuss their therapy concerns and programming considerations. The caller stated they had tried increasing the stimulation but nothing had changed. Patient stated they wouldn't be seeing their managing healthcare provider until (B)(6) 2026 as things had been going well with their bowels so they made an appointment with a urogynecologist who was also at the end of october so they would work their way through different programs and monitor their symptoms and if their symptoms hadn't improved by then, they'd see if that doctor could page a rep to come in and help assess the situation and to check the implanted system.